Event description:
It was reported that the patient has recurrent near syncopal episodes. Reprogramming the rate drop response was recommended. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4074 implantable pacing lead (B)(6) 2006. (B)(4).